Event description:
The customer reported the battery won't charge. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be sumbitted once the investiagion is complete.